Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sister reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the other blood glucose level was 166 mg/dl, 490 mg/dl, 561mg/dl, 278 mg/dl, 271 mg/dl, 405 mg/dl, 435 mg/dl, 447 mg/dl, 500 mg/dl, 283 mg/dl, 364 mg/dl, 166 mg/dl, 283 mg/dl, 209 mg/dl, 379 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer stated that they did not allege insulin pump was under delivering. The customer stated that the symptoms related to high blood glucose such as dehydration and pain and these issue resolve by taken with bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device is fully functional and no unexpected pump errors alarms noted during testing. (B)(4).